Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR numbers 1225714-2013-02078, 1225714-2013-02079.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on (B)(6) 2012 after the use of the product.